Manufacturer narrative:
Pr#: (B)(4).

Event description:
The customer reported the ventilator alarmed no backup battery connected even though the backup battery was connected. The customer reported there was no patient involvement.